Event description:
It was observed that during the device evaluation, the rigid video scope exhibited broken r-unit (charged coupled device), broken lg (light guide)-bundle of the video cable section and lost or too low light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg (light guide)-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Cause traced to component failure. A definitive root cause could not be identified for the broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.